Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been investigated in the bbm laboratory in (B)(4): reference sample: model: perfusor space. Article no.: 8713030. Serial no./ lot: (B)(4). Software version: (B)(4). Hours of operation: 28538. Production date: 2006-05-18. Production seal: no. Technician seal: no. Warranty claim: no. Results: a visual inspection was performed. The cover caps on the screw pillars and the seal were intact. The hinge plate was cracked. Also the p2 connector was oxidized. A functional test could not be performed properly. It was possible to switch on the device and it passed the self-test. It was then not possible to pull the syringe holder because it stuck on half way out. No further functional test could be performed, because it was not possible to insert a syringe into the device. A functional test of the bolus could not be performed. It was possible to clone the history files from the device. It was not possible to read out the history files. Both the date in the hibased and the result from the excel file were not usable. A delivery accuracy measurement according to iec 60601-2-24 could not be performed. To investigate the inside of the device, the device was completely disassembled. Several damages, like a broken mainboard, lower housing and a deformed drive head could be found. Also the spring of the piston brake was above the edge, which is a result of a drop. Judgment: the complaint could not be confirmed. The damages inside the device are a result of at least one drop. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6) "underinfusion" customer information: the reporter returned the pump to b. Braun with a note stating "reported fault - pump switched off during infusion". The reporter stated that when checked in the clinical engineering workshop within the hospital, the pump would not switch on so operating unit (p/n 34520970) was replaced. Now the unit is switching on sometimes and other times not switching on and intermittently giving an error code of 1111. The reporter also stated that the device has been decontaminated using medipad disinfectant wipes.